Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test and selftest. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels of 430 mg/dl and they treated it with manual injections. The customer also stated that the insulin pump had blank display. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was unable to perform troubleshooting for high blood glucose level due to blank display. The device is expected to be returned for analysis.